Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity (rx) drug eluting stent was successfully implanted in a mid saphenous vein graft. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion exhibited a little calcification and a little tortuosity. It was reported that the patient suffered acute stent thrombosis 0-24 hours post stent implantation.